Manufacturer narrative:
For the investigation the provided information was analysed. As the logfiles were not available, it was not possible to retrace the described warmstart. In general the device alarms visually and acoustically in case of a technical problem (e.g. Warm start). In this case an alternative independent ventilation device has to be used instantly, as described in the IFU. The service engineer on site replaced the battery and inspected the contacts visually, nothing suspect could be identified. Based on the available information, finding a specific root cause for the reported warm start was not possible.

Event description:
It was reported that the device performed a warmstart during transfer. No injury reported.